Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and several no delivery alarms were found in the alarm history on the day of the event. The customer changed the infusion set, but continued to get the alarms. Nothing further was reported.